Manufacturer narrative:
Evaluation codes, results: patients condition affected effectiveness of device (90% stenosis, little calcification and tortuosity) no results available since no evaluation was performed none (no device received for evaluation) evaluation codes, conclusions: device failure related to patient condition (90% stenosis, little calcification and tortuosity) unable to confirm complaint (device not returned for evaluation) 92 device not returned. (B)(4).

Event description:
The physician intended to use a euphora balloon to measure vessel size. The target lesion in the proximal cx exhibited a little calcification, a little tortuosity and 90% stenosis. The device was inspected prior to use with no issues noted and negative prep was performed on the device with no issues noted. The device was the first balloon used to treat the target lesion. The balloon crossed the lesion with no resistance and was gradually inflated. It was reported that the balloon burst during first inflation after 2 seconds at 14 atm. A rapid pressure drop had not been noted on the inflation device. No clinical sequelae were reported.